Event description:
Zinc poisoning [metal poisoning]. Case description: this case was reported by a other health professional and described the occurrence of metal poisoning in a (B)(6) female patient who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) cream for an unknown indication. On an unknown date, the patient started super poligrip original denture adhesive cream. On an unknown date, an unknown time after starting super poligrip original denture adhesive cream, the patient experienced metal poisoning (serious criteria gsk medically significant). Super poligrip original denture adhesive cream was discontinued (dechallenge was negative). On an unknown date, the outcome of the metal poisoning was not recovered/not resolved. The reporter considered the metal poisoning to be related to super poligrip original denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: us report. Ae information received 26 march 2015: hcp called regarding treatment of female patient for zinc poisoning that patient attributed to use of an unknown variant of super poligrip. Hcp agreed to make patient aware of request for additional information and case number was given for reference. No follow up will be sent out at this time since no contact details are available at this time for the hcp reporter.